Event description:
According to user facility's report the device was I use with a pt and the needle broke in two places. According to the reporter, upon removal of device two needle fragments remained in pt. According to reporter the fragments were surgically removed with no further complication.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.